Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system could not launch the software. The software was re-installed and the issue was resolved. The system then passed the system checkout and was found to be fully functional. Software analysis was inconclusive due to insufficient information because of the software re-install. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the system can't launch the software. After launching cranial software, the system will go back to the administration interface automatically. There was no patient present when this issue was identified.